Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: h.6 (device code from 4008 to 1250). The complaint for balloon leak was confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, there was no report of any issue with the delivery system during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during the introduction of the commander delivery system with crimped valve into the esheath, at fluoroscopy, it could be observed that the tip of the commander delivery system with the yellow cone had pierced through the esheath without completely tearing it lengthwise.'' Per evaluation of the returned device and provided imagery, it was observed that the commander delivery system balloon was separated at the crimp balloon area. Additionally, evaluation of the provided imagery showed that the patient presented tortuosity at the access vessel and calcification at the bifurcation. Imagery evaluation also showed that when advancing the commander delivery system through the esheath, the commander delivery system protruded through the esheath side. Device evaluation also showed that the inflation balloon was bunched towards the tip, indicating that some manipulation and pull force was applied. It is likely that the additional push and pull force applied to overcome the resistance led to the separation if the balloon at the crimp balloon area. As such, available information suggests that patient factors (tortuosity) and procedural factors (device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with minor femoral calcifications, moderate anatomy tortuosity and minimum diameter of 9.1 mm, there were no particular difficulties during the insertion of the esheath+. However, during the introduction of the commander delivery system with crimped valve into the esheath+, at fluoroscopy, it could be observed that the tip of the commander delivery system with the yellow cone had pierced through the esheath+ without completely tearing it lengthwise. This occurred between the femoral and iliac arteries. A scarpa's fascia approach was attempted while removing all the devices in one block to facilitate the procedure and minimize further complications. It was managed, but the femoral artery was dissected and surgical approach had to be performed to remove the valve and the vessel had to be reconstructed. The patient had to be intubated, ventilated, and received two units of blood transfusion and norepinephrine to compensate for the blood loss. The patient was stable and only presented a hematoma. The tavi procedure was postponed. Patient was fine post procedure. As per pre-decontamination evaluation of the returned device, the commander balloon was torn.